Event description:
The following information was reported to kci by the patient's husband: the patient had to be hospitalized allegedly due to the acti v.a.c. Unit pulling stool into the patient's wound. Date not provided. On (B)(4) 2014, the following was reported to kci by the nurse: on (B)(6) 2014, the nurse observed dark brown drainage and the patient complained of increased pain with bowel movements. The nurse sent the patient to the emergency room due to the drainage, and the patient was admitted to the hospital with a diagnosis of a fistula. The patient underwent fistula repair status post hernia removal and removal of prosthetic mesh. The patient also received intravenous antibiotic therapy and was discharged on (B)(6) 2014. On (B)(6) 2014, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2014, the device was placed with the patient. On (B)(6) 2014, the device was returned to kci for evaluation. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged fistula or hospitalization is related to v.a.c therapy. Kci has not been able to obtain sufficient information to establish a root cause. Device labeling, available in print and online, states: contraindications. V.a.c. Therapy is contraindicated for patients with: enteric fistula. In certain circumstances, v.a.c therapy may help promote healing wounds with an enteric fistula. If considering v.a.c therapy involving enteric fistula, it is recommended to seek support from an expert clinician. V.a.c therapy is not recommended or designed for fistula effluent management or containment, but as an aid to would healing in and around the fistula. Dressing and fecal incontinence: many incontinent patients with sacrococcygeal or perineal wounds can benefit from v.a.c therapy. There are a number of methods to combat or control potential leakage of feces into the wound dressing. Frame the wound with v.a.c. Drape , a flexible skin barrier or other skin preparation that will help prevent the dressing from coming off due to contact with feces. The barrier layer helps create a dam between the anus and the area likely to come into contact with feces. 'Maintaining a seal'. Maintaining a seal around the dressing is key to successful v.a.c therapy. Recommendations to maintain the integrity of the seal: dry the periwound area thoroughly after cleansing. A protective skin barrier preparation may be used to prepare the skin for drape application. For delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier.